Manufacturer narrative:
Further investigation was not able to determine a specific root cause. Possibly the elecsys hcg + beta test system reagent pack 81539 of lot 240444 was compromised, the e 411 immunoassay analyzer was contaminated, or there was an issue with pre-analytics and sample quality.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received an erroneous elecsys hcg + beta test system (hcg) result on the cobas e 411 immunoassay analyzer with the serial number (B)(4). The initial hcg result at 11:03 was 9.53 uui/ml accompanied with a data flag and was reported outside of the laboratory. The hcg reagent pack (B)(4) of lot 240444 calibrated on (B)(6) 2017 was used for the initial result. A new sample was collected on (B)(6) 2017 and the hcg result at 15:29 was <0.100 uui/ml accompanied with a data flag and was reported outside of the laboratory. Based on the negative hcg result of the new sample the customer repeated the initial sample on (B)(6) 2017 and the hcg result was <0.100 uui/ml. The hcg reagent pack (B)(4) of lot 240444 calibrated on (B)(6) 2017 was used for the new sample and repeat of the initial sample. The customer repeated all of the samples with positive hcg results that were tested on (B)(6) 2017. The customer stated that they received additional questionable hcg results. Data was provided for hcg results that were repeated on (B)(6) 2017 but the initial hcg results were not provided. There was no allegation of an adverse event. The field application specialist believed issue was due to the calibration on (B)(6) 2017.